Event description:
Additional information received reported a catheter migration occurred and the catheter had ¿wound around the pump¿. It was reported the entire system was explanted and the patient resolved without sequelae on (B)(6) 2013. It was also reported the intrathecal catheter ¿rolled over the pump¿ was unrelated to the weight loss and "reported a separate event for catheter migration, which was the event". The catheter and pump were later removed related to the weight loss and the etiology was the medication and catheter migration.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient experienced a significant amount of weight loss and slightly malnourished as noted on (B)(6) 2012. This resulted in in-patient or prolonged hospitalization/necessitated medical or surgical intervention. The diagnosis result was reported as anorexia on (B)(6) 2013. The intrathecal catheter had "rooled" over the top of the pump. The outcome was reported as ongoing with no further action needed. There were no interventions at this visit. The patient had no signs of withdrawal nor occlusion upon examination. The patient¿s medication was adjusted and the rate was decreased by 50% on (B)(6) 2013. The pump medication was adjusted again as the rate was decreased by 51% on (B)(6) 2013. A medication adjustment took place again on (B)(6) 2013 by decreasing the rate by 50%. The infusion rate/therapy was suspended on (B)(6) 2013 and the entire system was explanted on (B)(6) 2013. The etiology was reported as the intrathecal medication, dilaudid and possibly related to this and to the device or therapy but not to the implant procedure. The patient was started on dilaudid at the time of the pump implant. It was further reported that the pump and catheter were disposed. Although, it was previously reported that the catheter had "rooled" over the top of her pump, this information was now removed from the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).